Event description:
It was reported that device diagnostics resulted in high impedance and that the generator was programmed off. The patient was sent for x-rays. The x-ray image was sent to manufacturer for review, but did not identify any obvious discontinuities within the vns system. The x-rays were not able to conclusively identify that a lead pin was not fully inserted, but it is suspected. Surgery is likely, but has not occurred to date. No additional information was provided.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.